Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 0.9 centimeters in size and located in the right upper lobe apical segment. A radial ultrasound bronchoscopy (rebus) probe was utilized to localize the lesion. Instruments used for biopsy included a 21g flexision biopsy needle. The biopsy results were positive for malignant adenocarcinoma. Further details were not provided. There was no indication of malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs revealed no related system errors occurred during the procedure that were relevant to the reported event.